Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the acral part of the tissue pad was partially detached during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
During an endovascular procedure to determine health of arteries in the right leg, the coiled portion, or about 7cm, of a 40cm part-solid and part-coiled guidewire was sheared off by the calcium plaque in the common femoral artery. It was determined that this was not flow-limiting so the decision was made to leave it in the artery. About 5cm of the 7cm coiled portion has a solid core that is narrower than the main wire. It is still present even though the coiled portion has been stripped away. (2cm at the tip of the coiled portion of a normal wire does not have the solid core and is very flexible.) Manufacturer response (as per reporter) for guidewire, .018", cope mandril wire guidethey would like to see it in order to analyze it but I can't release it per risk management policy.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B) (4). (B) (4). Added additional information the device was returned with the tissue pad melted and partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.